Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for implant replacement implantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7641041 sn: (B)(4) and (right) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7704864 sn: (B)(4). This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/15/2019, mentor became aware that the patient was caucasian. Mentor also became aware that the outcome of the adverse event was that, the patient improved but had breast deformity. Mentor also became aware that the patient was scheduled for an unspecified surgery on (B)(6) 2019. On 5/27/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It was erroneously indicated that the patient underwent bilateral removal without removal in the initial report. It was an inaccurate statement and it should have been, the patient underwent bilateral removal without replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade IV, abscess. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses, experienced bilateral capsular contracture baker grade IV, right side deflation and also developed right side abscess infection post-operatively. As a result, the patient underwent bilateral removal without removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.